Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy. After experiencing syncope due to an unknown reason, the patient received an inappropriate shock from their implantable cardioverter defibrillator due to noise. The noise was not reproducible. It was noted that there was an additional episode with a similar signal where the patient was experiencing heaving and vomiting due to unknown reasons. It was suspected that the noise was due to a myopotential signal consistent with intense muscle strain. The device was reprogrammed. No further information available.